Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head detached from metal shaft during normal use-oral-b power oral care refills [device breakage] , no injury [no adverse event] . Case narrative: consumer reported via web that brush head and metal shaft detached while use. No injury was reported.